Manufacturer narrative:
H6: corrected the following: type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported that approximately 109 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
2971442 02-010-03-0250 - logic cr femoral cem, left, sz 5 32338 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm 3882538 200-02-35 - three peg patella 35mm 3927419 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 46206 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.